Event description:
The pt was explanted due to pocket infection. The pt stated to have had redness around the battery site and the infection was local. The pt was put on oral antibiotics and the infection is gone. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for eval.